Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were granules inside 20 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. Evaluation of the photo did not indicate gel globules in the serum; instead, foreign material (fm) could be observed. A total of 100 retained samples were visually inspected, and no gel defect related to oil gel globules or fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of march 2025, additional testing was performed. Factors that may contribute to gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, oil gel globules, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and bd was unable to determine any external contributor to this reported issue. This complaint has been confirmed for the indicated failure mode: foreign matter-unknown based on the photo provided. This complaint was unable to be confirmed for oil gel globules. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were granules inside 20 devices. There were no health consequences or impacts reported.